Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 75, pn 183014 ln unknown. Biomet cc I-beam tray 87 mm, pn 141227 ln unknown. Series a pat thn 34 3 peg, pn 184786 ln unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent irrigation and debridement with poly exchange due to hematoma approximately 3 days post initial knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.